Event description:
Device was applied during a total abdominal hysterectomy procedure, involving one pt. Reportedly, the staples did not lock. The surgeon used another device to complete the procedure. The hosp has reported no pt injury.